Manufacturer narrative:
Customer indicated that the glu module sensor was replaced, which was not secure properly and leaked. Customer attempted to fix the issue, but the leak was enough down side of module fluid, which made contact with interface cables on the module. A field service engineer (fse) was dispatched and replaced the glu module.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the glucose (gluc) reagent was leaking at the cup located in the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.